Manufacturer narrative:
One hotline® blood and fluid warmer was returned for analysis in "like new" condition. There were no discrepancies observed upon visual inspection. The tank was filled with water, the line cord was plugged in and the unit was power on; confirming the complaint of leaking. Based on the evidence the root cause is due to the float switch.

Event description:
Information was received indicating that a smiths medical level 1® hotline® blood and fluid warmer began leaking during initial testing. There were no reported adverse effects.